Event description:
On (B)(6) 2013, the reported stated that after insertion, the user seemed to move the needle within the catheter. The catheter tip was cut and remained inside the pt. The piece was surgically removed.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.